Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during due to moisture damage inside faulty force sensor. The device had stripped battery cap at coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not performed. The device was returned for analysis.